Event description:
A customer from (B)(6) reported to biomérieux a labeling discrepancy in association with the vidas® nt-probnp 2 60 tests. The customer reported the label was covered by another label. The label pasted on the kit was for lot 1005161930. Upon examination of the kits, the product lot number of the strips was lot 1005578400. Biomérieux confirmed that the customer had received lot 1005578400 in (B)(6). An biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a labeling discrepancy in association with the vidas® nt-probnp 2 60 tests. An investigation was performed. A review of quality records confirmed there were no issues associated with the lot during the control and packaging processes. No packaging issues were observed during visual inspection of retained kits for vidas® nt-probnp 2 lots 1005578400 and 1005161930. The customer issue was also not observed internally on vidas® nt-probnp 2 lots 1005578400 and 1005161930. An investigation was performed in the chinese logistic department where it was determined that only one kit was affected. The mislabeling was due to an operator error. The kit was relabeled by one operator working for local third party logistic supplier. The kit was returned to biomérieux and CAPA pr# (B)(4) was initiated to prevent future issues.